Manufacturer narrative:
Arjo was informed about side rail detachment from bed frame. There was no customer allegation, the damage was noted after pick up, during quality control check performed after the bed is returned form rental. It was reported that the pivot pin (part of side rail assembly) responsible for holding the lower arm in place slid out. There was no injury reported. The circumstances in which the side rail is partially detached are unknown. According to the service engineer set screws were loose. Set screws are used to prevent the pivot pin from moving/relocating, therefore also complete extraction, as the pivot pin part has a loose fit. If the screws are intact, there's no possibility for the pivot pin to slide out. The review of post-market surveillance data revealed that the main factor which could lead to the side rail partial detachment might be related to an excessive force applied to the side rail. Additionally, the bed was in use for over 8 years, complaint review suggest that over time screws that hold the pivot pin in place might become loose due to impact or vibration from frequent use, which can cause the pin to slide out. Before rental, the bed was checked by an arjo technician. According to the service manual (830.284 rev. H, extract attached), the technician has to ¿check operation of each of the four split side rail sections. Verify that the release and latching mechanisms are effective and that the sides are securely locked when raised.¿ the device passed inspection. Side rails operated correctly. To sum up, arjo device did not meet its specification due to pivot pin sliding out of opening. There was no indication of patient involvement, there was no customer allegation. This complaint was assessed as reportable due to side rail detachment.

Event description:
Arjo was informed about side rail detachment from bed frame. There was no customer allegation, the damage was noted after pick up, during quality control check performed after the bed is returned form rental. It was reported that the pivot pin (part of side rail assembly) responsible for holding the lower arm in place slid out. There was no injury reported.